Manufacturer narrative:
It was reported that the cuff snapped off while in use, causing the end user to fall and injure his shoulder. No fracture resulted. He required cortisone injections which provided relief. No surgical intervention. The samples were received and evaluated. Only the post of the crutch cuffs were sent. No crutch, tips, or cuffs were sent. Because of this, we could not determine the specific usage or wear patterns, or how heavily the crutches were used. It was not possible to determine which side each post came from. The posts were broken around the circumference near where the tightening collar would have held the post in place. The cracks then propagated down the entire length of the post in a corkscrew path around the post. This appears to be a fatigue failure of the posts, btu without the remaining parts of the sample, it was not possible to identify the type of loading or the torque that may have been received by the cuffs during use. A root cause for the reported incident was not determined. No prior trend exists with these cuffs posts breaking in this manner.

Event description:
While ambulating with the crutches, the cuff broke and the end user fell, injuring his shoulder.